Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 495 mg/dl at the time of incident. The customer treated with the pump. The customer reported alarm occurred during manual prime. The customer was assisted with 5.0 unit fixed prime and insulin exited. The insulin pump will not be returned for analysis.